Event description:
A malfunction with the customer's insulin pump was reported. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.